Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that a kink was observed in the telescope assembly from femoral marker to the proximal end. A kink was observed at the lap joint in the sheath assembly from femoral marker to the distal end. A damage was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. A kink was found in the distal side of imaging core. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2016. It was reported that lost image occurred. The target lesion was located in the posterior descending of left circumflex (lcx). An opticross imaging catheter was selected for use to view target lesion. During percutaneous coronary intervention (pci), it was noted that catheter lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a damage at the femoral marker/marker flakes off.